Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Correction(s): from product problem to adverse event and product problem. From malfunction to serious injury. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip, post implant dvt, vena cava perforation, unable to retrieve, anxiety." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Additional information: (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Based on additional information received, a supplemental report will be submitted upon completion.

Event description:
This additional information received on 03jan2018 as follows: patient received an implant on (B)(6) 2007 via the right common femoral vein due to a pulmonary embolism. Patient is alleging post implant deep vein thrombosis, vena cava perforation, device is unable to be retrieved and anxiety.

Event description:
Additional information has been received. It is alleged the patient underwent a successful complex, percutaneous removal procedure on (B)(6) 2019. Per the successful complex inferior vena cava (ivc) filter retrieval report: "CT abdomen pelvis of (B)(6) 2019 demonstrates complex filter, tilted, and tip embedded". "Patient states [they] had contacted [hospital] and presented for complex ivc filter removal evaluation to [hospital] ir filter clinic on (B)(6) 19". "Procedure and findings": "a digital subtraction inferior venacavogram was performed which revealed no ivc thrombosis. The existing ivc filter was tilted and the cephalad tip was abutting the ivc wall near the level of the left renal vein". "Using fluoroscopic guidance and through the sheath, a heavy-duty, crocodile forceps was used to dissect filter free of the wall of the ivc using endobronchial forceps in the jaws of life technique and grasp the cephalad tip of the ivc filter, though the filter was well adherent given long-standing dwell. Of note, the patient had intermittent bradycardia with manipulation of the ivc and attempting to debride the filter tip of the caval wall, which was managed in conjunction with anesthesia team along with focal and segmented manipulation intervals of the ivc filter. Given the persistent bradycardia, the forceps were removed, and through the existing 16 french sheath, a gunther tulip retrieval set snare was advanced through the sheath. The snare was attempted to secure over the loop at the superior tip of the ivc, but the filter was too adherent to the ivc wall and suspect there is extensive fibrin sheath potentially calcified. Though the patient experienced no bradycardia, with use of the snare technique, this felt the likelihood of success for complex ivc filter removal in this situation is probably best achieved with the forceps or jaws of life technique". "The cephalad tip of the ivc filter was secured by the forceps and the filter was withdrawn into the sheath and removed. The filter was inspected and all 4 struts were noted to be intact. One of the interstices was fractured from adjacent strut, though the filter was otherwise intact. There was extensive and dense, partially calcified fibrin sheath surrounding the filter. A fluoroscopic image was obtained, which demonstrated the ivc filter was totally removed. The filter is intact". "There were no immediate complications".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, embedded, complex removal, and tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. The additional information regarding embedded does not change the previous investigation results for vena cava perforation. The additional information regarding complex removal does not change the previous investigation results for unable to retrieve. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.